Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms high force at the time of the occlusion. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.